Event description:
It was reported that the patient presented in clinic for follow-up experiencing bradycardia. Upon interrogation, the right ventricular lead exhibited loss of capture and high impedance due to dislodgement. It was noted that the patient had suffered a fall in may and the physician suspected that it was correlated with the increase in impedance. The lead was capped and replaced. The patient tolerated the procedure well.